Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. The customer's blood glucose level was 60 mg/dl at the time of incident. The customer stated that they were able to successfully clear the alarm and able to rewind the insulin pump. Customer also stated that the power error detected recurred within a week of troubleshoot of previous occurrence. Advised the insulin pump will need to be replaced and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received power error detected due to j6 connector resistance issue.